Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the universal surgical manipulator (usm) 3.

Event description:
It was reported that during da vinci-assisted unilateral inguinal hernia surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report an error on universal surgical manipulator (usm). Site disabled the arm to proceed with the procedure. Logs confirmed maxis errors reported by usm3_acm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially power on without errors.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and in log review, the 32097 and 31226 error were found indicating the error was pointing to the parallelogram, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on parallelogram. Once testing was completed, the golden parallelogram fiber was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the parallelogram fiber assembly was found to be the room cause of the reported event.

Event description:
Refer to h11 for follow-up information.